Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to the user improperly handling and applying excessive force to the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the corrected information. Corrected data: d4 (serial number).

Event description:
The customer reported to olympus, the light guide (lg) connection part on the rigid scope was disconnected. The issue was found during preparation for use for a therapeutic laparoscopic surgery. The procedure was completed with a similar device. There were no reports of delay. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. Device evaluation found the light guide ( lg) connection part was disconnected. The device evaluation also found that the outer tube was bent and there was foreign matter adhesion on the internal lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.